Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for lesion dilatation. However, after five inflations at 14 atmospheres for several seconds each, the balloon ruptured longitudinally during the fifth inflation. The balloon was removed without difficulty. The procedure was completed using a different model balloon catheter. No patient complications were reported and the patient was stable as a result of this event.